Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0218354727, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they were very sore at the pocket site. The patient went to the emergency department of the hospital in which her device was implanted and they suspected infection. She was placed on the emergency theatre list this morning for a full removal of neurostimulator and lead.